Event description:
It was reported that this pacemaker, the right atrial (ra) and the right ventricular (rv) lead exhibited muscle stimulation with a high capture threshold in bipolar configuration. When switched to unipolar, the ra and rv lead exhibited a loss of capture at maximum output. It was noted there were no noise episodes and impedances were in range in both unipolar and bipolar configurations. Technical services (ts) recommended testing impedances with isometrics and following up with the patient's clinic. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. No further testing was done and the cause of the loss of capture was not determined. No further interventions were planned.